Event description:
Device malfunction: knot and suture pulled through tissue tract. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide attempted arteriotomy closure after an interventional procedure. Reportedly, when the physician harvested the suture, it was pulled out of the tissue tract including the rail suture, non-rail suture, knot and intact loop. The device was removed, and a second proglide was used to achieve vessel closure. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
Evaluation of the returned device indicates that step 2 of deploying the plunger was not performed. The whole monofilament was returned loose, still attached to the needle tip and still loaded on the shank. There was no indication that the plunger has been deployed. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. For testing, the needle tip was removed from the shank before reinserting the plunger. The needle trajectory, needle depth and push mandrel travel were acceptable. The anterior cuff was captured without a problem. No manufacturing issue was detected and the root cause is user error. Review of the device history record for this lot did not produce any findings relevant to this report.